Event description:
It was reported that during a laparoscopic cholecystectomy the first clip was fired, the surgeon observed the clip and felt it was improperly formed. It is unknown if the surgeon completed the case with the same device. There was no patient consequence.